Event description:
(B)(4). Sever menstrual cramping, pre menstrual cramping.. Long lasting periods with heavy bleeding.. Sharp, stabbing pain in abdominal area. Pain during sexual intercourse. Night sweats, hot flashes. Early signs of pre menopause. Bloating, gassy, abdominal discomfort especially after intercourse.